Event description:
Account reported to dade behring that 6 clinical isolates identified as s hyicus. Account expected results to be s. Aureus based on positive tube coagulase test. Account reported to physician as s. Aureus identification based on coagulase results. Also reported that they have experienced insufficient growth and skipped well exceptions associated with identified prompt lot. There was no report of injury or illness associated with the issue.

Manufacturer narrative:
Evaluation: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusion: investigation has not been completed.